Manufacturer narrative:
(B)(4). Visual, dimensional and functional inspections were performed on the returned device. The reported difficulty removing from the guide wire was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation determined the difficulties were likely due to case circumstances. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The ht command 18 guide wire referenced is filed under MFR report # 2024168-2017-08704.

Event description:
It was reported that the patient underwent a peripheral procedure to treat a target lesion in the heavily calcified peroneal artery. The ht command 18 guide wire was advanced through the armada 18 dilatation catheter. Difficulty was observed and it was noted that the polymer coating was bunching from the tip of the guide wire to the weld point where the nitinol meets the stainless steel. The device could not be advanced or removed from the armada 18 dilatation catheter. Pre-dilatation was performed in the vessel, allowing the devices to be removed as a single unit. There was no clinically significant delay and no adverse patient sequelae. No additional information was provided.